Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4), lot number 62608. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported xen®45 gts moved out of position and was sticking out too long in the ac day 1 post-op. Physician brought the patient back 10 days after xen had been implanted and replaced the xen. Affected eye is right.